Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. No moisture damage on electronic assembly. No moisture damage on reservoir tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin leaked into reservoir compartment while customer was at school. Caller reported that there may have been a small amount of insulin was seen on the corner of display screen. Customer's blood glucose was 578 mg/dl. Customer reported that there were no cracks or splits in insulin pump. Insulin pump passed self-test. Insulin pump would be replaced per caller's request.